Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous middle right coronary artery (rca). After crossing a previously placed stent, the maverick2 15mm x 2.75mm balloon ruptured at 14 atms on the second inflation. The atms reached on the first inflation is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good."